Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead would not function while attempting to position within the heart. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The analyst noted that the full lead was returned with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.